Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on posterior side assessed as surgical damage. ¿ device appearance: observed brown particles in the surface of the shell however the device was implant and it is rupture. ¿ cancer breast-ndr: not applicable as the event is not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "rupture of the left device", "brown particles on the surface of the shell", and "breast cancer" not related to the device. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: brown particles on the surface of the shell.. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.